Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was removed with the foot partially open. It should be noted that the electronic prostyle instructions for use, states: lower lever to close the foot. Do not attempt to remove the device without closing the lever fully to its original position. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The patient effects of hemorrhage and vascular tissue injury are listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. Sterile devices returned from the account were inspected and functionally tested. No anomalies were found during testing. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot could not be retracted despite, the user pushing the device 1-2mm into the vessel. The device was removed with the feet open which resulted in large amount of bleeding due to the enlargement of the arteriotomy. This issue occurred with three prostyles in a row. Two new prostyle sutures were successfully placed. The sheath was upsized to a large bore and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures and 15 minutes of squeezing due to the large arteriotomy. Femoral ultrasound after the procedure, showed no injury to the vessel. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.